Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The caller attempted to load a new cartridge with success, filling it with 250 units of insulin, and confirmed that the usable insulin was greater than 50 units. No additional information was received regarding the outcome of the event.